Event description:
It was reported that the lightsource unit displayed a bulb error and the bulb would not ignite following the addition of a replacement bulb.

Manufacturer narrative:
Additional information will be provided once the investigation is complete.